Event description:
The company was informed that the recipient's device was explanted. The recipient reportedly experienced no benefit due to incorrect electrode position. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.